Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID: 4092-58 lead, implanted: (B)(6)2001, product ID: 6984m adaptor, implanted: (B)(6) 2008.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had elevated thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.